Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that the device moved slightly. Also, low amplitude and noise was observed when patient leaned over. Local representative discussed auto polarity switch after failed conversion for s-ICD. Subsequently this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.